Manufacturer narrative:
The failure was confirmed by the repair technician through visual inspection. The pin was loose from the head of the attachment causing the end cap to dislodge.

Event description:
It was reported that during a surgical procedure at the user facility, the front extension broke off the top of the radiolucent right angle drive. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the front extension broke off the top of the radiolucent right angle drive. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.